Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation and prolonged or repetitive runs of rapid pacing. [During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site.] These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (prolonged rvp) likely contributed to the ventricular fibrillation post valve deployment. In addition to the procedure itself, patient factors (advanced age, valvular calcification, atrial fibrillation) likely contributed to the cerebral infarction observed on pod4. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6) and through the japanese tavi case registry, during a transfemoral tavr procedure, rapid ventricular pacing (rvp) was performed for 48 seconds during the slow deployment of a 29 mm sapien 3 valve. The valve was deployed with 2 ml less than nominal volume, in a final 60:40 aortic/ventricular (a/v) position as intended. Post valve deployment, after the rvp was stopped, ventricular fibrillation (vf) developed. Defibrillation was performed at 210j and the patient¿s cardiac rhythm returned to the pre-existing atrial fibrillation rhythm and the patient¿s hemodynamics stabilized. Post valve deployment paravalvular leak (pvl) was trivial. The patient was extubated and transferred in stable condition. On postoperative day (pod) 4, cerebral infarction was observed. The patient was sent to rehabilitation, however, the patient did not improve. The patient exhibited a continued left hemiplegia and ¿disturbance of consciousness¿ . On pod33, the patient outcome was determined to be ¿unrecovered¿. The valve remains implanted in the patient. The native annular diameter measured 25.0 mm by tee with a valve area of 577 mm2. Moderate valvular calcification and no aortic root calcification was reported. ¿continuous¿ calcification of the height from the annulus to the left ventricular outflow tract (lvot) in the left coronary cusp (lcc) was reported. Per medical opinion, the prolonged rvp during valve deployment contributed to the vf. Per the physician, there was no device or procedural relationship to the cerebral infarction.

Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
As reported through the japanese tavi case registry, the patient passed away from cerebral infarction at the rehabilitation hospital approximately 5 month after the tavr procedure. Per medical opinion, there was no device and procedure relationship to the event.